Event description:
On 11/10/99, the pt was found unconscious by her daughter. She was transported to the hosp where, upon arrival, her blood glucose level was found to be 807 mg/dl (method unk). She was admitted to ICU for 3 days and released from the hosp on 11/16/99. It was reported that she had been obtaining low readings (30-80 mg/dl) on her one touch ii meter, however, the test strips used at the time of the event (lot # 643670a) had expired over 2 years ago (2/1997). In addition, the meter is cleaned with alcohol. The product's instructions for use warn that use of alcohol as a cleaning agent can damage the meter optics and result in possible inaccurate results. Quality control tests are not performed.